Manufacturer narrative:
The subject device remains in patient.

Event description:
During the coil embolization procedure, it was verified under the fluoroscopy that the subject coil was detached in the aneurysm. However, it was reported that when the physician pulling the delivery wire back the main coil came back into the microcatheter. Then the coil was pushed back into the aneurysm with a guidewire. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. Based on the information currently available the exact cause for the reported main coil migration cannot be determined.

Event description:
During the coil embolization procedure, it was verified under the fluoroscopy that the subject coil was detached in the aneurysm. However, it was reported that when the physician pulling the delivery wire back the main coil came back into the microcatheter. Then the coil was pushed back into the aneurysm with a guidewire. No clinical consequences reported to the patient.